Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found that the line power fuse had blown. They replaced the line power fuse and the system is ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after a clinical case the system was left in the hallway for an unknown amount of time. The site stated that they are unable to get the mobile view station (mvs) to power up and both systems weren't showing the green charging light. Troubleshooting involved trying other outlets plugging the system in for a few hours. No patient was present at the time of the event.